Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the fenestrated bipolar forceps (fbf) was attached to the robotic arm and did not work. When removing the clamp, a broken steel cable was observed. It was not necessary to provide other instruments to continue the surgical procedure. Forceps with 05 lives. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.